Event description:
Pdc received a call on (B)(4) 2011 reporting medical intervention that occurred on (B)(6) 2011. Time not reported. Pt said she felt pain around her pacemaker, which wasn't normal, so lifeline called the medics. Pt's glucose level was tested and her prodigy meter gave a reading of 551 mg/dl. Medics tested pt's glucose and it read 232 mg/dl. Time between two readings is unknown. Pt was taken to the hospital. Treatment information was unable to be obtained from pt, as she couldn't remember much and kept jumping off topic. Pt is blind and couldn't provide name and serial number of suspect product, so it's not certain whether the item is of the prodigy brand, but pt mentioned it being a green meter. Pdc cc rep called pt's supplier and they said pt was given an autocode meter. It's not clear if this was the same meter the pt was using at the time of the medical intervention. Pdc sent replacement products and prepaid envelope requesting return of suspect product (s).

Manufacturer narrative:
Pt is vision impaired and suspect product couldn't be identified as prodigy brand. Pt also didn't return item (s), thus evaluation could not be performed.